Event description:
A cracked touchscreen was reported by the customer, rendering it unreadable and unresponsive, although the pump still started, charged, and was recognized by a computer. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.